Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported capsular contracture, baker grade unknown both sides, suspicion of leakage, and cysts in both breasts. Device remains implanted. This record represents the right side.